Event description:
Major pump unit(s) involved: external control system failure;batteries.specific component(s) involved: external battery malfunction;causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external battery.implant device type: lvad.

Manufacturer narrative:
Through follow-up, additional information and a copy of the operative report for (B) (6) 2009 was received. The date of death was not provided. The cause of death was stroke.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided by the health-care provider. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired. No further details were provided. The date of patient's death and implant duration are unknown.